Manufacturer narrative:
Additional information was received that the reason for revision was due to inadequate stimulation. The ipg was replaced because the ipg was not charged. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason. The patient was doing well postoperatively.